Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over-infused total parenteral nutrition (tpn) during testing which was performed to compare actual infused volume, ordered volume and pump displayed volume of tpn bags. Both bags contained the same mixture¿one prepared on kelowna¿s exactamix and the other on kamloops¿ exactamix. Each unit was run for 24 hours into a large graduated cylinder. The control bag was a kgh bag as there had not been any issues regarding those bags finishing early. In both tests, the bags emptied as expected, and the kgh bag infusion matched the unit¿s displayed volume. However, the rih bag showed more volume infused than what the pump indicated. In one test (1750ml at 72.9ml/hr) for a 24 hour infusion, the bag finished 1.5 hours early with 109 ml expected to remain. The pump displayed 1,641 ml delivered, while approximately 1,680 ml had actually infused. A second rih pharmacy bag (1,800 ml at 75 ml/hr) again infused more than what was shown on the pump. The pump displayed 1698ml had infused but measured volume was just below 1750ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the pump was not returned to baxter for repair but was serviced at the customer site by a baxter field service technician. The reported issue of over infusion was not confirmed. The device was tested for flow rate accuracy with passing results. No component issue was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.